Event description:
During a follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. The device's ble was reactivated and resolved the event. The patient is stable with no consequences.